Event description:
It was reported that the right atrial lead was fractured and had high impedance. A lead replacement was attempted and access to the subclavian vein was gained with a guidewire, but the introducer was unable to be passed so the physician elected to inactivate the chronic lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk, ICD, implanted: (B)(6) 2009. (B)(4).